Event description:
The user facility reported a 44-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support, as the patient had admitted with stemi. The pump had lost optical signal and had purge system blocked alarms. The pump support was explanted on day 8 of the support and replaced by a new 5.5 pump. No harm or injury noted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Manufacturer narrative:
The investigation of high-pressure purge has been completed. The impella device was not returned for evaluation. The cause of the high purge pressure issue was most likely kinked purge line, based on data log review. D6b added the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-04711: d4 model number, f6/f8-should have been left blank. G1 reporting contact fax number missing.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation for the optical signal issue has been completed. Data logs showed multiple placement signal spiked to 3000 mmhg that triggered alarms placement signal not reliable during first 23 hours into support then back to normal range. About 148 hours later, placement signal spiked again to 3000 mmhg with the same alarms. This event remained to the rest of the case. Product was not returned for review. The cause of the optical signal issue was most likely damaged fiber line. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 updated with product problem. D3 country updated. G1 updated with correct MDR reporting contact email. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2023-04711.